Manufacturer narrative:
Membrane housing clamp split on a 4400m ro system. This caused a water leak which lead to a delay in patient dialysis treatment. Approximately 40 patients were delayed treatment for 2 hours.no patients were injured as a result of this event.(B)(4).

Event description:
The case states that a 4400 reverse osmosis water system membrane clamp split. This caused a delay in patient dialysis.